Manufacturer narrative:
This MDR is being submitted as part of a retrospective review of records dating january 2022-december 5, 2024, under CAPA 10308384. The late submission of this report is justified by the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the item could not be found on the list and could not be added under add item. A technical support specialist called pharmacy to verify if the patient indeed had a script for the med, and it had expired on 5/10/2024 and the nurse aana did not have permissions to add controlled subs to profile. The system functioned as intended after troubleshot by the technical support specialist.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower mini system could not find the item on the list and cannot add item under add item, when the user tried to issue the medication to the patient. There were no adverse events or injuries reported based on this incident.